Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought medical attention for hyperglycemia. The patient's blood glucose levels reached 393 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having nausea. The patient reports having a virtual visit with their doctor. The patients doctor prescribed zofran. The patients was advised by their doctor to push fluids. The patient reports they were at the virtual visit with their doctor for 20 minutes.